Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "fail flow rate twice" was reproduced. Evaluated the reported symptom by having the flowline run a flow test at a delivery rate of 40 ml/hr at a volume to be infused of 40 for a one hour run time. The delivered amount was 42.152 and the error percentage was at 5.38%. The event history log review was completed. The event history log revealed that the volume calculations were accurate, however the condition observed by the user cannot be determined through the history log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the damaged to the 4th cam lobe and valve insert.. The cam shaft and valve insert required to be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed flow rate accuracy test twice. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.